Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet for the solenoid was stuck. Additional malfunctions include the tie wraps for the product tank were loose.